Manufacturer narrative:
(B)(4)

Event description:
It was reported that three instances of high impedance were observed on the right ventricular lead over the prior year. Impedance was stable otherwise. No patient symptoms were reported. No changes were made and the patient would be monitored.